Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and required maintenance. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed and required maintenance. A field service engineer cleaned and reseated the row board cable header connection on the drawer board for the main drawer and auxiliary drawers 5-1 and 5-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.